Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming l5 valve of the pneumatics module was replaced to resolve the probe issue. The xenon lamp was replaced to resolve the system message (the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service) issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of probe issue can be attributed to a nonconforming l5 valve of the pneumatics module. The root cause of the reported event of system message (the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service) can be attributed to xenon lamp performing to the rated life. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The xenon lamp was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The xenon lamp was tested. The system displayed (sm) (the lamp in the table top illuminator needs to be replaced. Please contact field service) and sm (failure to turn lamp on: lamp needs to be replaced. Please contact field service). However, the reported event of sm (the lamp has exceeded its rated life. Please replace the lamp.) Was not replicated. The reported event was not replicated. The root cause of the reported event of sm (the lamp has exceeded its rated life. Please replace the lamp.) Remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure a system message displayed and the pneumatic module was not working. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information has been received clarifying that vitrectomy probe stopped cutting during a vitrectomy procedure. The procedure was able to be completed by using an alternate system. The length of the procedure time was reported to have been extended. There was no patient harm reported.